Event description:
The patient reportedly experienced loss of sound, followed by loss of lock. External equipment was exchanged; however, this did not resolve the issue. Surgery to explant the patient's device has been scheduled.